Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00105: driver.

Event description:
While implanting a aculoc 2 plate, a locking screw was being inserted when the driver tip broke off in the screw head. The tip could not be removed from the screw head and remains implanted.